Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced a stroke, confusion, fever and a fistula that required additional surgery. On (B)(6) 2024, a nav mifi oi catheter was selected for a cardiac ablation procedure to treat the posterior wall. On (B)(6) 2024 the patient presented with a stroke, confusion, and fever. Computed tomography (CT) imaging was performed and confirmed that an atrio-esophageal (ae) fistula. Surgical intervention was performed to repair the ae fistula. The patient has been hospitalized for treatment. No further patient complications were reported. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.